Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with vertical crack line and bleeding lcd glass, minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that they can barely read the lcd screen due to a line going through it. The insulin pump will be replaced. Nothing further reported.